Event description:
It was reported that the physician was unable to engage the atrial set screw. An alternative implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed.returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.if information is provided in the future, a supplemental report will be issued.